Event description:
Reporter alleged obtaining a discrepant blood glucose result of 17 mg/dl back to back with a result of 79 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated that he was found unresponsive right before the 17 mg/dl result was obtained. Reporter stated the emts gave him syrup and a sandwich before the 79 mg/dl result was obtained. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.